Manufacturer narrative:
(B)(4) date sent: 11/5/2020 investigation summary the analysis results found that the 2b12lt device was received with a small sleeve melted on the side of the tip. No functional test was performed due to condition of device. One possible cause for this type of damage may be interaction with an energized device used during the procedure. Caution should be taken to avoid contact between an energized device and the trocar during the surgical procedure. Please reference the instruction for use for more information. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. The lot/batch was not provided, therefore a manufacturing record evaluation could not be performed.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, there was an issue with an xcel trocar port. A port being used this afternoon was noted at the end of the case to have a small uneven patch on the side of the tip, as if a tiny fragment was missing. It was noticed there was a small notch in the side of the tip of the port (pointed end) in the plastic. Underneath this notch was a small raised rough area. On socially cleaning the port, this rough area came off and was inadvertently lost. There was no harm to the patient.